Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of 500 mg/dl. The customer felt symptoms of vomiting. The customer did not mention any form of treatment for their blood glucose levels. The nurse informed the customer that the battery cap threads on their insulin pump was stripped. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The battery cap secured the battery inside of the battery tube properly during testing; no stripped battery tube threads noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.